Event description:
Driveline faults and low power advisory alarms resolved. The plan was to continue to monitor outpatient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline power fault alarm and atypical voltage alarms were confirmed via analysis of the submitted log files. The log file captured the reported driveline power fault alarm on 31dec2025. Atypical power cable disconnect alarms or low power advisory alarms were captured on 31dec2025, 05jan2026, and 06jan2026. The alarms activated due to the relative state of charge (rsoc) voltage on the white power cable fluctuating below the alarm voltage thresholds. The captured alarms did not impact the controller¿s ability to support the system as intended, and there were no other notable events captured. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. A root cause for the reported alarms could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect, low power advisory, and driveline power fault alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. Section 10 of the IFU and patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review indicated that the ebb fault alarms were only seen under the patients new system controller (B)(6). The log files that were reviewed did not capture a no external power alarm. During power source changes, the log file captured the user keeping at least one power cable connected to external power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had driveline fault alarms. Log files were attached for review. It was noted that the site was planning for a modular cable exchange. The log file captured a few of clusters of low power advisory alarms as a result of lithium battery power depletion. It also captured a power cable disconnect and low power hazard as a result of the patient disconnecting one of the leads leaving the pump running on the other depleted battery. There was also a driveline power fault on (B)(6) 2025. The patient had known damage from twisting to the proximal driveline. The patient was currently inpatient for evaluation of a chronic driveline infection (cs-222573) with recurrent significant twisting of driveline. The driveline was untwisted with rescue tape applied and the patient was then having low voltage hazard witnessed by nursing while on the mobile power unit (mpu). There was no visible damage to pins and power connections were made easily. Log files were sent for review. The log file captured driveline power fault alarms between 12:35 pm and 2:59 pm on (B)(6) 2025. The log file also captured a few odd low power advisories while the patient was connected to the power module on (B)(6) 2026. There were a few "no external power" alarms due to the patient disconnecting both controller leads from power for a brief period. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The patient was unable to articulate precipitating events to any faults. The controller and modular cable were replaced on (B)(6) 2025 (cs-207723) and had no visible damage. There was significant damage to the driveline between the patient and the coupling of the modular cable. All other equipment looked good and the connections were secure. The log files indicated that odd power advisory alarms were only occurring with the power module. X-rays were taken and submitted for review. The images showed significant bending between the exit site and the modular cable connector, as expected given the twisting to the driveline. It was unable to be determined whether damage in these areas could be causing the driveline fault alarms. Additional log files were sent for review on 07jan2026. It was planned to exchange the controller and modular cable that afternoon. Log files were submitted post controller exchange for evaluation concerning low voltage alarms. The bedside nurse paged at 0430 that patient was having power cable disconnects and low voltage alarms at this hour. It was unclear if the patient was trying to get up to the bathroom and use a battery that was not fully charged. According to the floor nurses, the patient barely gets out of bed. These alarms may have appeared to be while on wall power when patient was asleep. The patient received a new modular cable also upon admission due to previously noted driveline fault alarm. Following the controller and modular cable exchange, connections to the white power cord had been confirmed correctly in position and tightened. X-ray imaged were sent. The event log file recorded low_power_advisory alarm events at 08jan2026 at 4:30:37. This event occurred while connected to a power module. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values from the white power lead. A voltage reduction was not recorded during these events. The reduction in the signal value was casing the low power advisory alarms. This event may have been due to a poor connection at the white power lead to the patient cable. A low power advisory alarm is specific to voltage coming into the system controller from the external power source, this alarm was in no way associated with the issues related to the driveline. The driveline/modular cable appeared to be functioning as intended. Repeat log files were submitted after changing the patient power cord from the power module to see if the power cord disconnects stopped. That night at approximately 2230, the patient had another power cable disconnect while on the power module. An x-ray did not reveal issues with the driveline, however there was still concern due to the patient not being complaint with keeping her driveline free of kinks. The log file captured 3 isolated backup battery (ebb) fault alarms on (B)(6) 2026 that resolved on their own. In addition, the log file noted a single power cable disconnect alarm at 10:48 pm that looked to be a legitimate disconnect of the black power lead as the rsoc and cable voltages both went to 0. The previous alarms prior to swapping the patient cable had fluctuating rsoc voltage values despite the patient cable voltage reading as normal. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.